Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported 47-year-old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that patient experienced some moderate bleeding at their access site following impella 5.5 implant. A jackson -pratt (jp) drain was placed to manage the condition and prevent a hematoma from forming. The following day, it was noted that the bleeding had slowed, but 1 unit packed red blood cells (prbc) and 1 unit of platelets were transfused to treat the condition. Support was maintained following the intervention.